Manufacturer narrative:
The synchroseal instrument has not been returned to intuitive for failure analysis.

Event description:
It was reported that during a da-vinci assisted surgical procedure a piece of the synchroseal instrument broke off and fell into the patient. The instrument had been inspected prior to use, and the device was being prepared when the fragment fell inside the patient. According to the surgeon, he could no longer move the device to dissect, even though the instrument had only been in use for approximately five minutes and had shown no functional issues beforehand. There was no known collision with other instruments or hard materials, and the fragment did not fall as a result of any impact. The instrument had not been removed prior to the breakage, and staff reported no resistance when removing it through the cannula. Upon final removal, it is not known whether the wrist was straightened, but staff noted no resistance, no cannula damage, and no additional instrument damage. The fragment was retrieved with a gripper through the auxiliary trocar, and all fragments were confirmed by optical control. No additional surgical procedure was required, and no postoperative imaging was performed. The procedure was completed robotically as planned, with no injury to the patient and no postoperative complications requiring return to the hospital.